Manufacturer narrative:
Follow up report #1 is to provide FDA with missing, new, and changed information. The device was returned to richard wolf on (B)(6) 2020. The device was evaluated by visual, functional, electrical and mechanical testing, the reported condition was confirmed (the device as it was being pulled out of the shipping crate, the drawer fell out which caused the shelf to fall and all units to fall out and hit an rwmic employee) was confirmed during evaluation. The probable root cause was thought to be caused by excessive impact during transportation within shipping crate system. The shelf and drawer were remounted and re-secured, functional testing was done and the device was returned to t&e. Rwmic considers this case closed. Should additional information become available a follow up report will be submitted.

Manufacturer narrative:
Manufacturer and reporter will be contacted to obtain additional information. Rwmic considers this case open. A follow up report will be submitted upon receipt of new or additional information.

Event description:
On july 17, 2019, the sales representative reported the following to richard wolf medical instruments (rwmic): as the video cart was being pulled out of the crate the drawer fell out which caused the shelf to fall down and units to fall also. The drawer fell on employees of rwmic. It was reported that the sales rep may have suffered a foot injury as a result. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? No. Specifically, was the device being used on a patient when the issue occurred? No. Was there any injury or illness to patient or other personnel due to issue? Yes. Did the issue cause a delay in the procedure being performed that put the patient at risk? No. Was there a similar back-up device available for use? N/a. Was the scheduled procedure completed? N/a. How was the patient anesthetized? N/a.